Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl. Reportedly, the cartridge leaked from the pneumatic tap. The customer changed the cartridge/site and indicated that a correction bolus via the pump would be delivered. Also, it was noted that a manual injection may be administered.